Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated that there was no response from the buttons. Customer stated that they insulin pump was in pocket and started beeping and had red light flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black after battery installation, the device powered up to a frozen medtronic logo screen. After visual inspection, there is corrosion on the following: electrical board, the keypad flex cable, pcba1--q19, da1, da2, and the back of the lcd screen. Each board was swapped in and out of a known good case to try to isolate the problem. The problem was isolated to electrical board 2. An attempt was made to clean the corrosion off electrical board 2, but after doing so, the frozen screen remained. No corrosion was noted underneath the dome switches and the keypad passed the keypad voltage test. Unable to determine keypad unresponsiveness/button error and unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the frozen screen. In conclusion, the frozen screen is mainly due to the corrosion on electrical board 2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, faded serial number label, damaged display window cover, cracked keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.